Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-28: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in a follow-up call on 25-sep-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Customer reported complaint that the test strips were sticking together. Customer stated that he had purchased two vials (reference 2020-00056119-1). Customer was unable to provide the lot number of the other vial of test strips. No further information was able to be obtained.